Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this complaint from the united states reports that a hex driver¿s tip broke during use. ¿the patient was not harmed. The case was not delayed. Another sn screwdriver was available to use. All the pieces were recovered.¿ it was communicated that no further information would be forthcoming. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A visual inspection confirmed the tip of the evos sm 2.5mm fixed handle linear hex dr broke off and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a case the doctor was using this driver to screw the locking drill guide into the plate and the tip of the screwdriver broke inside the patient. All pieces were recovered. The patient was not harmed. The case was not delayed. Another sn screwdriver was available to use.